Event description:
During the routine priming of a back-up ECMO circuit the membrane leaked. The membrane was leaking. The device was in contact with the patient and the patient was weaned off ECMO. We have experienced a total of six cracked quadrox membranes in three pts in the last two years. One last year and two this year. The six membranes cracked at various hours of use: patient one: seventy-eight hours; patient two: one hundred twenty-eight hours; patient three: six, twenty-two, seventeen and eleven hours. In each circumstance the membranes were replaced without incident.